Event description:
The customer reported that the insulin pump vibrates, shuts off and comes back on and makes high pitch beeping noises. Customer's blood glucose was 160 mg/dl. Troubleshooting was done. Customer stated that the insulin pump alarmed watchdog timeout, cpu test error, unexpected restart and displayable history crc check failed on set up. The customer was assisted to perform self test and test passed. Customer reported back and insulin pump had frozen display and alarmed battery out limit. Customer's blood glucose was 131 mg/dl. Advised the customer battery cap would be replaced. The customer was advised to monitor the insulin pump and to report back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).